Event description:
Additional information was received indicating that after the tube was removed from the patient, another tube was inserted.

Manufacturer narrative:
Other, other text: h3: the device investigation was completed on 03/31/2021. Two pictures of a portex endotracheal intubation tube sacett were received for evaluation. No defects could be identified in the picture. One portex endotracheal intubation tube sacett from part number 100/110/080 was received in used condition without its original package. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. No defects were observed. The returned sample was inflated using a syringe and were submerged under water to detect any leak. Leakage was detected between the pilot balloon and valve; the reported issue was able to be confirmed. The most probable cause of the issue was that the manufacturing method was not followed and there was not enough solvent at the joint.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett leaked. The customer confirmed that the product worked properly in a pre-use check. However, after inserting it into the patient, the customer noticed air was leaking from it. So he removed it from the patient. After the removal, the customer checked the product by submerging it in water and leakage was confirmed. No patient injury.